Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose ranging from 152-286 mg/dl from (B)(6) 2011 - (B)(6) 2011 despite bolusing through the infusion device. His normal blood glucose range is 90-120 mg/dl. He switched to another infusion device using the same basal rates and his blood glucose decreased. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.